Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 1. The baxter technical service representative (tsr) had the home patient (hp) close all the clamps and the transfer set, then cycled power off and on to se 2367 and they cycled power off and on to press go to start prompt. They explained the alarms and the hp stated a supply bag fell off the table and disconnected. They explained to discard all of the supplies and to report the alarms to the peritoneal dialysis (pd) nurse the next morning. The hp would finish that night's therapy manually. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was determined to be from the supply bag falling and disconnecting. A labeling review was performed and the labeling was found to be accurate and sufficient. This issue is being investigated through CAPA.